Event description:
It was reported that the monitors on the 9800 sys went blank when moving the interconnect cable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The connections were checked during the service call. The sys was tested and found to be working as intended and put back into service.